Event description:
Pt received CPR, emergency drugs and underwent a complicated invasive procedure (iabp placement) due to cables not functioning. Testing revealed the connector cables to be "burned out" and non-functional.